Event description:
Intraocular lens was loaded into disposable folder mtc-455 and then into metal injector. After lens was inserted into eye, physician noted that a small piece of iol had torn off. Lens was left in place.